Event description:
The customer discovered questionable low magnesium gen.2 results for five patient samples when the results were questioned by a physician. The samples were repeated on another cobas c501 analyzer. Of the data provided, only the results for three patient samples were discrepant. Patient 1 original result was 1.2 mg/dl with a data flag and the repeat result was 2.0 mg/dl. Patient 2 original result was 1.2 mg/dl with a data flag and the repeat result was 2.0 mg/dl. Patient 3 original result was 1.1 mg/dl with a data flag and the repeat result was 1.9 mg/dl. The original results were reported outside the laboratory. The repeat results were believed to be correct. The customer did not know if any patients were adversely affected and was not able to find out. The magnesium reagent lot number was 69484901 with an expiration date of 10/31/2015. The customer stated this reagent pack had been the standby reagent pack and the customer did not run qc before the pack went into use. The field service representative determined the sample probe was not working properly. He tested the analyzer and realigned the probes. He changed the sample probe and aligned it. He ran an air purge to remove any air in the sample system and ran a precision test to verify the analyzer. The customer ran calibration and qc on the analyzer with all numbers falling within their acceptable parameters.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.